Event description:
The customer stated that she was hospitalized due to hypoglycemia. The reported blood glucose reading was 30 mg/dl. The customer stated that she was experiencing high blood glucose, and her blood glucose went low because of the large boluses she was taking to treat the high. Troubleshooting has performed, and the insulin pump was programmed correctly. The prime and high pressure tests passed. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.